Event description:
On the post zenith deployment angiogram there was an endoleak seen at the junction of the main body graft and the contralateral iliac leg graft. It could not be clearly determined if the leak was from the graft junction or a type ii leak. It was decided to place a 14mm x 40mm stent across the junction of the main body graft and the iliac leg graft on the contralateral side. On final angiogram the endoleak had improved.